Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The diaphragm was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a ventilator alarm. There was no report of patient involvement.